Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized due to propitiates. Customer had blood glucose readings ranging from 170mg/dl- 270mg/dl due to infections. Customer also had high sugar glucose readings of 274 and 312, customer stated that after he changed the infusion sets his levels came down. No additional information was provided.